Event description:
It was reported that the patient who received a spaceoar vue was admitted to the hospital due to high fevers. The patient received a magnetic resonance imaging (MRI), and the spaceoar vue hydrogel was observed near the apex, but the placement looked atypical. A computerized tomography (CT) scan was ordered to evaluate. The physician also stated that the patient had urinary tract infection (uti) prior to the procedure, as a past medical history of bladder complications, and is unsure if the fevers were caused directly by the gel or by the patient's prior medical conditions during the procedure, the physician started the hydrodissection. When the resident went to inject the hydrogel the first time, it was very difficult to push and so it may have been intraprostatic at that point. However, it was reported that nothing was injected with the first injection as the device got obstructed. Therefore, a second injection was performed. The physician reported that she was not in the place she wanted to be. There were perhaps two different deposits with the needle. The patient experienced bladder symptoms before the procedure so there may have been some baseline infection or issues prior to the procedure. The patient developed urinary retention the day after the procedure. A foley catheter was placed. Cultures were negative; however, it was reported that he had been given antibiotics for the procedure, in the physician's assessment this may have masked it. A review of the imaging revealed enlarged and thick-walled bladder. According to the physician's assessment, this finding may be due to hydrodissection extending into the bladder wall, or alternatively, inflammation related to prostatitis affecting the bladder. A small amount of hydrogel was observed behind the midgland in its typical location. Additionally, approximately 1cc of hydrogel was identified beneath the capsule, pushing on the urethra a little bit. Magnetic resonance imaging (MRI) indicated signs consistent with proctitis. The seminal vesicles appeared unusually bright on MRI, raising initial concerns about possible hydrogel presence. However, upon comparison with prior computerized tomography (CT) scans from 2024, similar brightness was noted, suggesting that this is a pre-existing condition rather than new hydrogel infiltration. The MRI also showed circumferential brightness around the prostate. Subsequent CT imaging confirmed new circumferential uptake, although visualization was limited, the uptake in the seminal vesicles was consistent with previous imaging from 2024, supporting that no new gel was present in that area. In the physician's assessment, the imaging findings suggest extensive hydrodissection and active prostatitis. The gel placed anterior to denonvilliers 's fascia likely facilitated circumferential spread around the prostate. The presence of hydrogel under the capsule may have contributed to urethral compression and subsequent urinary retention. The patient also presents with overlapping prostatitis.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e230101 is being used to capture the reportable event of fever. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique. Block h11: correction. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular and vascular.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e230101 is being used to capture the reportable event of fever. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique.

Event description:
It was reported that the patient who received a spaceoar vue was admitted to the hospital due to high fevers. The patient received a magnetic resonance imaging (MRI), and the spaceoar vue hydrogel was observed near the apex, but the placement looked atypical. A computerized tomography (CT) scan was ordered to evaluate. The physician also stated that the patient had urinary tract infection (uti) prior to the procedure, as a past medical history of bladder complications, and is unsure if the fevers were caused directly by the gel or by the patient's prior medical conditions during the procedure, the physician started the hydrodissection. When the resident went to inject the hydrogel the first time, it was very difficult to push and so it may have been intraprostatic at that point. However, it was reported that nothing was injected with the first injection as the device got obstructed. Therefore, a second injection was performed. The physician reported that she was not in the place she wanted to be. There were perhaps two different deposits with the needle. The patient experienced bladder symptoms before the procedure so there may have been some baseline infection or issues prior to the procedure. The patient developed urinary retention the day after the procedure. A foley catheter was placed. Cultures were negative; however, it was reported that he had been given antibiotics for the procedure, in the physician's assessment this may have masked it. A review of the imaging revealed enlarged and thick-walled bladder. According to the physician's assessment, this finding may be due to hydrodissection extending into the bladder wall, or alternatively, inflammation related to prostatitis affecting the bladder. A small amount of hydrogel was observed behind the midgland in its typical location. Additionally, approximately 1cc of hydrogel was identified beneath the capsule, pushing on the urethra a little bit. Magnetic resonance imaging (MRI) indicated signs consistent with proctitis. The seminal vesicles appeared unusually bright on MRI, raising initial concerns about possible hydrogel presence. However, upon comparison with prior computerized tomography (CT) scans from 2024, similar brightness was noted, suggesting that this is a pre-existing condition rather than new hydrogel infiltration. The MRI also showed circumferential brightness around the prostate. Subsequent CT imaging confirmed new circumferential uptake, although visualization was limited, the uptake in the seminal vesicles was consistent with previous imaging from 2024, supporting that no new gel was present in that area. In the physician's assessment, the imaging findings suggest extensive hydrodissection and active prostatitis. The gel placed anterior to denonvilliers 's fascia likely facilitated circumferential spread around the prostate. The presence of hydrogel under the capsule may have contributed to urethral compression and subsequent urinary retention. The patient also presents with overlapping prostatitis.